Event description:
It was reported that during renal angioplasty procedure, stent dislodgement occurred. The lesion was located in the right external iliac artery. The nature of the lesion is unknown. Access was gained through the right femoral artery. Upon attempts to advance the express biliary sd monorail 7.0 mm x 18 mm x 90 cm premounted stent system to the lesion, the stent came off the balloon but remained on the catheter. The physician was able to remove the stent delivery system and stent together without incident. The procedure was successfully completed with another of same device. No patient injuries or complications were reported. The patient's status was reported as "ok".